Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error when the reservoir was empty. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the drive support cap was okay and the insulin pump was not exposed to magnetic fields. The customer was given instructions to take a new reservoir with insulin, perform a five units manual prime and to call back if the motor alarm occurs. However, there was no indication of issue being resolved during the call. There was also no indication of the insulin pump returning for analysis.